Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt no longer felt her stimulation. When the physician went in to pull out the lead for replacement, it was found that the lead, the extension cable had snapped off from the lead. No further testing or interventions were performed. The physician was unsure of the cause of the event and it was noted that the pt (B) (6). The pt was undergoing a re-trial and was reported as doing fine.